Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had a water vapor therapy procedure and nine months later he came back to a follow up appointment. During the consultation, it was noticed that the pre-existent condition of nocturia was still present after the procedure but here was an improvement of the patients international prostate symptom score (ipss). It was also stated that after the treatment the patient experienced dysuria and retention for 15 days, those symptoms were treated with a catheter and analgesics. No further patient complications were reported.

Event description:
It was reported that the patient had a water vapor therapy procedure and nine months later he came back to a follow up appointment due to nocturia. There was an improvement of the patients international prostate symptom score (ipss). No product issues were reported.